Manufacturer narrative:
(B)(4). Evaluation conclusions: failure to follow instructions (oversized).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 22.3 mm in diameter with reverse taper, the aortic neck expands out to 32.8 mm in diameter and then tapers back down to 24 mm in diameter above the aneurysm. The physician partially deployed the 32x16x166 endurant bifurcated stent graft. After contralateral gate was deployed, the suprarenal struts were released, and cannulation was carried out and the rest of the stent graft was deployed. The delivery system was moved upward and spindle was reseated, and attempted to be removed. But the spindle was caught on the suprarenal strut and would not move distally. The delivery system was rotated to move the spindle into the graft cover and removed, however 2 suprarenal struts entangled. The contralateral stent graft was deployed. The final angiography revealed a proximal type ia endoleak. Touch-up with a balloon was carried out for the proximal side, but the proximal type I endoleak remained. The procedure was completed. The patient will be monitored by their physician. Per the physician the cause of the suprarenal struts entanglement resulting in a proximal type I endoleak was due to oversizing of the stent graft in the proximal neck. No clinical sequelae were reported and the patient is fine.